Manufacturer narrative:
On october 18, 2021, the returned autopulse platform (sn (B)(4)) was serviced for preventive maintenance (pm). The autopulse platform passed initial functional testing without any fault or error. However, the platform failed the load cell characterization test. The root cause for the observed failure was due to defective load cells. The cracked bottom enclosure and defective load cells were likely attributed to mishandling such as a drop. Visual inspection revealed a crack screw holder inside of the bottom enclosure. The observed physical damage was appeared to be the characteristics of user mishandling such as a drop. The damaged bottom enclosure was replaced to address the observed physical damage. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed the load cell characterization test due to defective load cells. The load cells were replaced to address the observed failure. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During preventive maintenance on 10/18/2021, the autopulse platform (sn (B)(4) failed the load cell characterization test. No patient involvement.